Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-operatively the patient experienced chest pain and a small pericardial effusion. It was also reported by the physician that a micro-perforation had likely occurred. It was further noted that the rv lead exhibited placement difficulty. The patient was transferred to procedural area for lead revision and possible pericardiocentesis. The rv lead was re-positioned from the rv apical area to the high rv septal area. No further patient complications have been reported as a result of this event.